Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible undersensing during two episodes. No programming changes were requested and it was noted that the device is functioning as programmed. The lead remains in use. No patient complications have been reported as a result of this event.